Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a clearlink system continu-flo solution set. The tubing was used with a non-baxter bi fuse. After a few hours of infusion, a few drops were noted coming from either the connection between the pump, or the lower y-site of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.